Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The bolus wizard functioning properly per bolus wizard. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandmother reported via phone call that the screen had scratches. The customer's blood glucose was unknown at the time of incident. The customer's grandmother stated that they had difficulty reading the screen. The customer's grandmother also reported that the settings might need to be adjusted. The customer's grandmother was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.